Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard unit from lot 9010577 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a brown/black stain on the grip of the unit and several black specks throughout the grip. The stain/specks were determined to have been embedded into the plastic. Based off the visual inspection the engineer was able to verify the reported defect. The stain/specks were determined to have been pieces of burnt residual material caused by the molding process.

Event description:
It was reported that the 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: around catheter adapter was black.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: around catheter adapter was black.